Manufacturer narrative:
(B)(4). Account reported that symptomatic states were subsided by prescribing steroid. They also said that cause of the incident could not be identified; although, surgeon speculates that one of the probable causes could be de-naturalizing of the opthalmic viscoelastic device residing within irrigation/aspiration handpiece due to insufficient cleaning. There are five irrigation/aspiration handpieces at the customer site that are reused after sterilizing. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Account reported to sales representative (sr) that they were using an automatic surgical instrument cleaning machine made by (B)(4) to perform ultrasonic cleaning of I/a handpiece and the machine uses detergents and anti-corrosive agents. This is contrary to the instructions found in the directions for use provided with the product. The customer thought these substances may reside within the cannula. Upon reviewing the cleaning procedure directions for use (dfu) after the incidents, the customer has decided to clean them without adding detergents and anti-corrosive agents. On a later visit the account reported to sr that they handpieces are cleaned following the dfu; ultrasonic cleaning was not used.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection revealed the product was in good physical condition. Failures due to power below specification are due to a new specification implemented in may 2011 (after the device was manufactured and released) by abbott medical optics (amo). As per amo USA, horn was replaced with current design and performed final test. Manufacturer is unable to verify this type of complaint. From the investigation, they were unable to determine root cause for complaint. Placeholder.

Event description:
One day post operation, the symptomatic states of tass (toxic anterior segment syndrome) were observed. No history of previous illness or no complicating disease.